Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was not determined whether the hot and painful recharging was due to heat from ins or heat from recharger. No steps had been taken yet to resolve the ins migration. The patient had not responded to attempts by the rep to contact them.

Event description:
Additional information was received from the rep: the rep contacted the hcp and clarified that the hot and painful recharging was due to heat from the recharger. No further actions weretaken at this time, the patient was seeking a second opinion regarding the ins migration and had not returned rep calls.

Manufacturer narrative:
Device code c62883 no longer applies to ins. Patient code c50476 no longer applies to ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported they were having difficulty with recharging; patient was getting 3167 error. Ts (tech support) had hcp reposition the wireless recharger and she was eventually able to get good recharging. Hcp trained patient to recharge today. Patient says the belt is too big, hcp will speak with rep about getting a smaller belt. Recharging is maintaining, issue resolved. The rep also reported the patient stated they had pain at pocket site since implant, which was to be assessed, and the rep will meet with the patient on friday. The rep called back on 2020-sep-30: rep met with the patient today and it was initially thought that the problem was remedied. The rep did not get the 3167 code but did encounter that the recharger would connect (ascending tone) and quickly start searching again and the recharge application would ¿flash up¿ current charge and excellent connection (would be on for second) but then search again. No bandages were on the patient, there was no swelling and the device seems superficial. Rep was able to palpate the battery and it feels like it is not flipped but turned vertically (when it was implanted it was placed horizontally). The caller states ins still feels flat but has moved in the pocket and because it is so far lateral it faces more outward on the patient's side towards hip rather than flat on the back. Rep states the recharger had to be almost on the patient¿s hip. The patient noted when they got a connection the patient said recharging was hot and painful. Turned speed from 2 to 1 and the same issue occurred. Charging was against the skin, no fabric between. Pocket doesn¿t seem swollen; device seems very superficial. Patient is less than 100 lbs. The physician did not use the same pocket as previous larger device. On 2020-oct-05 additional information was received from the rep: patient showed up to appointment friday, (B)(6) 2020 but did not bring recharger or smart programmer. Patient also missed two follow up calls to trouble shoot over the phone. Patient reports that they were dealing with a water leak and couldn¿t address this situation right now. Regarding pain at the ins site: patient got a CT scan, everything looks normal, but patient still reports pain.